Event description:
The sales representative reported on behalf of the customer that the 60-6085-200a small,uterine manipulator,vaginal device was being used on (B)(6) 2026 during a hysterectomy procedure when it was reported ¿v-care size small handle fell apart, and all of the pieces detached. Had to remove pieces from patient with sponge stick.¿. The procedure was completed without the use of an alternate device and a one-hour delay was reported. The patient¿s current condition was reported as ¿stable¿. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date was 21may26. The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.